Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient got admitted with pre-op diagnosis: l5-s1 foraminal stenosis, disk degeneration. Patient underwent the following operation: l5-s1 laminectomy with right internal foraminotomy. Bilateral lateral fusion l5-s1. Bilateral pedicle screw instrumentation, l5-s1. Application of local autogenous bone supplemented with cortical demineralized allograft. On (B)(6) 2007: patient got discharged from hospital. On (B)(6) 2007: patient presented with the wound opened up. Examination: there was no gross drainage or obvious infection. On (B)(6) 2007: patient presented for follow up and complained of increasing pain. Examination: the incision is dehisced from the subcuticular layers down to the facia, the entire length of the incision. The facia is intact without evidence of defect. On (B)(6) 2007: patient got admitted with the following pre-op diagnosis: wound separation, dehiscence, lumbar. Patient underwent the following operation: debridement and irrigation of back wound with closure over drain. On (B)(6) 2007: patient presented with complaint of some soreness in her right low back. Physical examination revealed: the wound is healed and completely benign. Staples were removed and steris trips applied. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented with complaint of her ongoing back discomfort. Physical examination revealed: no focal motor or sensory deficits. The wound is benign. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented with complaint of increasing pain in her back, for the past 3-4 weeks. Physical examination revealed: the wound is benign. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented with complaint of increasing pain into her left hip. Radiographic study revealed: maintenance of implant position with good fusion mass visible bilaterally. On (B)(6) 2007: patient presented for follow up and complained that her condition has worsened, she could not walk or stand and was using walker. On (B)(6) 2007: patient underwent MRI of lumbar spine. Impression: there is a cystic lesion dorsal to the thecal sac contributing to moderate stenosis. The cystic lesion may be emanating from the ligamentum flavum at l4-5. There also appears to be disc bulging and a moderate degree of foraminal stenosis on the left, milder foraminal narrowing noted on the right at l4-5. On (B)(6) 2007: patient presented with complaints of back and bilateral leg symptoms. X-rays revealed: instrumentation appeared to be intact spanning l5-s1. There is mild retrolisthesis of l4 upon l5 on extension. On (B)(6) 2007: patient presented for pre-operative visit, discussing her scheduled surgery. On (B)(6) 2007: patient got admitted with pre-op diagnosis: cystic lesion compressing thecal sac emanating from l4-5 ligamentum flavum. Status post instrumented fusion l5-s1. Foraminal stenosis l4-5. Patient underwent the following operation: removal of l5-s1 instrumentation. L4-5 laminectomy with cauda equine decompression and removal of cystic lesion, ligamentum flavum. Bilateral lateral fusion l4-5 and l5-s1, re-fusion l5-s1. Bilateral pedicle screw instrumentation with implant, l4, l5, s1. Application of local autogenous bone supplemented with cortical demineralized autograft and rhbmp-2/acs. Per op-note: ¿we removed the instrumentation without difficulty. The screws at s1 were noted to be somewhat loose¿a core of graft material was placed within collagen sponge soaked in rhbmp-2/acs, one for right, one for left.¿ no intra-op complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.